Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received a supplemental form will be completed.

Event description:
It was reported that the customer has had high blood glucose levels (234 mg/dl). Customer states bolusing via the pump does not seem to be working. Cold insulin is used to load cartridge. Pump passed delivery system check.